Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection at the implant site and subsequently was prescribed with oral and topical antibiotics on (B)(6) 2017.